Event description:
### It was reported that the controller remains in use. ###

Manufacturer narrative:
### A supplemental report is being submitted for correction. Adding the controller as a system reported device and updating b5 to include the disposition of the controller. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #:1420/ expiration date: 31-mar-2018/ serial#:(B)(6), UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:31-mar-2017 h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion.###. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional batteries, controller ac adapter and controller dc adapter were also involved in power switching. There was no record of the additional devices having been previously lubricated. All devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction- battery serial number from (B)(6) - and for additional information- newly received information indicated two new batteries, controller ac adapter and controller dc adapter were exhibiting a power switching and were exchanged. Additional new products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-feb-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-feb-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430de/ catalog #: 1430de / expiration date: unk/ serial#: (B)(6) UDI #: asku d10: no h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430de/ catalog #: 1430de / expiration date: unk/ serial#: (B)(6) UDI #: asku d10: no h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿controller dc adapter d4: model #: 1440/ catalog #: 1440 / expiration date: 30-nov--2018/ serial#: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 03-nov-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 4315 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Aware date was corrected from (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 15-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-dec-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with low flow alarms. Log file review showed multiple instances of loss of power to the ventricular assist device (vad), and power switching of the batteries was suspected. There was no record of the batteries having been previously lubricated. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury. Additional codes: imf code was updated to f08. B1 adv event/product problem updated. Outcome attributed to adverse event selected in b2 . This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with low flow alarms. Log file review showed multiple instances of loss of power to the ventricular assist device (vad). It was further reported that two additional batteries, controller ac adapter and controller dc adapter were also involved in power switching. There was no record of the additional devices having been previously lubricated. The controller remains in use. All other devices were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: eight batteries two controller ac adapters and one controller dc adapter were returned for evaluation. One controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of eight batteries, two controller ac adapters and one controller dc adapter revealed the devices passed visual inspection and functional testing. Failure analysis of one battery revealed that the battery passed visual inspection; functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. This is an additional finding not related to the reported event, which can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an inv estigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving the other six batteries. Additionally, analysis of the event log file revealed three controller power up events, which were logged on (B)(6) 2020 at 05:19:25 and at 22:21:03 and on (B)(6) 2020 at 03:46:28. The controller was without power for 10 seconds, 10 seconds, and 4 seconds, respectively. As a result, the reported power switching and loss of power events were confirmed. There is no evidence that the lubrication servicing had been performed on the reported devices. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: (B)(6). D10: yes, return date: 16-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: (B)(6). D10: yes, return date: 16-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 131, 3213. H6: FDA conclusion code(s): 12, 4307. D4: (B)(6). D10: yes, return date: 16-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: (B)(6). D10: yes, return date: 16-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: (B)(6). D10: yes, return date: 16-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: (B)(6). D10: yes, return date: 23-apr-2020. H3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: (B)(6). D10: yes, return date: 23-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: (B)(6). D10: yes, return date: 28-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: (B)(6). D10: yes, return date: 28-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: (B)(6). D10: yes, return date: 28-apr-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: (B)(6). H3: yes. H6: FDA method code(s): 4114, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4315. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.